Manufacturer narrative:
The investigation found no failure with the device. No further analysis is possible without an ics database containing data for the reported event. The customer continues to use the involved devices without any recurrence. Spacelabs will submit a supplemental report should additional information become available. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on july 10, 2020, biomed reports that the uvsl central did not display an alarm that went off on a uvsl bedside. No injury was reported in relation to this event.